Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 8 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 23 aug 2023: diagnosis: instability of left knee joint there was evidence of polyethylene synovitis throughout the joint. This was fully debrided. The polyethylene was removed. The polyethylene was worn. The surgeon was able to disimpact the femoral component as it was grossly loose. It was debonded from the cement. It left all of the cement remaining on the femur. The patient was taken to pacu in good condition.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04644 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04644. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.